Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Retain and batch review were satisfactory. Complaint reviews could not rule out a trend for missing anti-e with one of the donors. This donor was permanently deferred from future use. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Report 2 of 4. Customer reports 4 events of false negative events with 0.8% resolve panel a lot vra246 with samples from patients, that later ID with anti-e and anti-k.